Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bent tip clamp in the reported problem area of the pipettor assembly. The fse replaced the tip clamp and cleaned the other clamps. The instrument was inspected, tested without further problem, and returned to service.